Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant products: left-mentor memorygel, 325cc silicone breast implant, ref/sn # (B)(4), ref # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel, 325cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by the physician via ultrasound examination. As a result patient scheduled for removal on ''(B)(6) 2019''.

Manufacturer narrative:
Device received on 7/22/2019. Additional information received indicated that the left implant had asymmetry issue . The patient underwent bilateral removal and replacement with silicone implants, and mastopexy of the left side. This report is for the right side. Device evaluation summary completed on 8/8/2019: during analysis of the sample a tear was observed in the anterior view, measuring approximately 4.0 cm. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. Oduct insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).